Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, at the pre-discharge check one day post-implant, this right ventricular (rv) lead was found to have exhibited high out of range pace impedances and noise. At implant, the values were 1200 ohms and then, they were observed to be higher than 2500 ohms. An echocardiogram was performed and no perforation was noted. A chest x-ray was also done and the terminal pin appears to be fully inserted into the device. Reprogramming was performed, but then at another follow-up appointment, loss of capture and a decrease in sensing were also observed. The physician then explanted and replaced the rv lead as a fracture was suspected. The lead was successfully replaced and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. In addition, the setscrew mark noted on the terminal pin confirmed it was in the correct position. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
This report is being filed to provide lead evaluation results.